Event description:
It was reported that power code was removed by mistake during usage and alarm 003(water reservoir low) occurred in an arctic sun device. Per follow up information received via email on 28feb2025, the device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The alleged event is no longer reproducible. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the reported issue was not reproduced. Functional check was performed. The alleged event is no longer reproducible. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that power code was removed by mistake during usage and alarm 003(water reservoir low) occurred in an arctic sun device. Per follow up information received via email on 28feb2025, the device was under investigation.